Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) lcd screen was showing red on half of screen. The issue was found before use and there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1 (initial reporter). A getinge field service engineer (fse) evaluated the unit and replaced lcd display (0160-00-0113), video receiver to lcd cable (0012-00-1747), and mounting plate (0406-00-0916) per service manual. All tests now pass and are within manufacturer¿s specs. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (component codes).

Event description:
N/a.